Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted that the helix was retracted and there was blood/body fluids within the helix housing. The lead tip and helix were intact and appear undamaged. Resistance and pressure tests were completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that while trying to cross the tricuspid valve this right ventricular (rv) lead bumped the right bundle branch causing asystole. Attempts to pace through the rv lead was unsuccessful due to loss of capture (loc). The right atrial (ra) lead was used to get immediate capture. The rv lead was removed and replaced with another lead of the same model.